Event description:
Customer states they have a discordant sars result when testing against an expired other brand of sars otc. Customer states the qv, non-expired kit result was negative but the other brand, which is expired is showing a positive result. No confirmation testing has been performed and symptomatic status is unknown.

Manufacturer narrative:
Investigation conclusion: . A review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.